Event description:
Star total ankle replacement tibial component was replaced. Sliding core mobile bearing was up-sized.

Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-10, lot #: 1036014, expiration date: 05/01/2017, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 05/2012. There were no deviations reported in the DHR for part no. 400-262 lot 100211/2061. The DHR for part no. 400-140 lot 1036014 notes that 1 out of the 66 pieces were discarded; all released parts were within specification.